Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (cva/ stroke).

Event description:
During the index procedure one endeavor rapid exchange (rx) drug-eluting stent was implanted in the mid rca. It was reported that approximately 19 months post the index procedure the patient had a stroke. Investigator indicated that the event was not related to the study stent. Patient was asymptomatic / free of symptoms at 30 day, 6 months, 1 year, 1.5 year, 2 year, 2.5 year and 3 year follow up.